Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-23407. It was reported that the patient presented for a lead revision. Prior to procedure, upon interrogation in clinic, it was noted that the atrial lead exhibited noise. During the procedure, it was noted that there was a suture tie around the atrial lead and the vessel, not on the suture sleeve. There was a lead fracture at this location and a similar fracture on the right ventricular lead. The leads were explanted and replaced. The patient was in stable condition.